Event description:
The patient presented with erythema and "fluctuance of baclofen pump". The patient had an infection at the pump site and "ultimately in shunt". The system was removed. The patient recovered without sequela. The family did not want to replace the pump. The device system was used to deliver baclofen.